Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56cm. Model #: sc-4319, lot #: 20560286, description: clik x MRI anchor. The explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of pus, swelling and pain were noted. The patient had history of infection. The physician did not suspect anything from the recent procedure that would have contributed to the infection. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.